Manufacturer narrative:
Tech brakes would set and hold, but wheels would rotate. Replaced the brake casters to resolve this issue.

Event description:
Info received that the brakes would set and hold but wheels would rotate. No injury reported.